Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a separation. It was reported that during an unspecified diagnostic imaging procedure, the tubing set was being used to deliver an unspecified solution, at an unspecified rate. The customer contact indicated that after an length of time, the tubing separated from an unspecified location on tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy resumed.